Event description:
Surgical techs reported that there was water that had collected under the warming drape on 2 incidents. Indicating that there was some kind of leak in the drape that caused a break in sterility. Both of the incidents involved lot #1604793 and surgery immediately pulled this lot number of the shelf. I was made aware on (B)(6) 2016 and sent an email notifying premier guard llc of the problem on 07/20/2016. Premier guard was very prompt in responding and sent shipping labels to ship back remaining/drapes of that lot number for eval. These were confirmed that drapes were received by premier guard on 07/25/2016. The premier guard contact person is below. (B)(4).